Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received an excessive no delivery alarm from his/her insulin pump. The alarm was resolved by a complete infusion set change. The customer's blood glucose levels are unknown. The product was returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insuli pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarm noted.